Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of spectrum iq pumps have had issues of not alarming when there was an occlusion and not infusing medication during therapy. It was further noted that three pumps had been removed from the floor in which two were identified as not alarming for an upstream occlusion. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.